Event description:
On (B)(4) 2013, abbott point of care was contacted by a site who reported that they believe the batteries over heated in martel printer sn: (B)(4) and the back compartment melted. The actual event was not observed by the customer and the printer was not hot at the time. The martel printer for the I-stat1 analyzer is discontinued at this time. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).